Event description:
On 05/23/2023, it was reported by a sales representative via sems that an ar-9236-02pp glenoid trial broke when being removed. This occurred during a tsa case when being removed the device broke. The broken device was fully removed from the patient and the case was completed with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: h6. The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely cause can be attributed to damage incurred during the insertion and/or removal process of the device.